Event description:
It was reported when using the pyxis anesthesia es system, the user encountered difficulties while attempting to sign in. The customer reported that when the user attempted to obtain medication, the device displayed "cannot authenticate" error messages, resulted delays in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not connected properly. The technical support specialist referred to the knowledge article, established a connection to the station, and verified that the user is now able to log in successfully. The system functioned as intended after the technical support specialist troubleshooted the device.